Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported "unexpected shutdown" issue, despite of performing all applicable tests. However, the fse checked the unit's power activity log and found that the unit was manually switched on at 9:18 a.m. On (B)(6) 2020. Though the fse performed functional and safety checks to meet factory specifications, the unit has not yet been cleared and released for clinical use. Repairs of the iabp unit are incomplete, at this time, and a supplemental report will be submitted once the additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. Thereafter, the user manually switched the unit "on" and continued patient treatment. It was further reported that after a few hours, the user switched to different maquet iabp unit to continue patient treatment. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2020) was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. Thereafter, the user manually switched the unit "on" and continued patient treatment. It was further reported that after a few hours, the user switched to different maquet iabp unit to continue patient treatment. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: e1(initial reporter), e2 & e3 (to be left blank), g3, h10. The getinge field service engineer (fse) that evaluated and repaired the iabp, reported that the iabp has been returned to the customer and cleared for clinical use. The initial reporter is not a getinge employee as mentioned in the initial report.